Event description:
Medtronic received information that this bioprosthetic valve, implanted four years, was explanted due severe aortic insufficiency and presentation of congestive heart failure. It was discovered during explant that a suture was broken at the continuous suture line, which had resulted in dehiscence. It was reported that the valve was otherwise in good condition. The valve was successfully replaced with a stented valve in addition to mitral valve repair due to severe mitral regurgitation. There were no adverse patient effects reported.

Manufacturer narrative:
Since filing the initial medwatch, additional information was received related to the patient gender and the month and year of implant and explant of the device. The event description was updated to reflect the new information. The coding and conclusion of the initial medwatch filed is still accurate based on this new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this bioprosthetic valve, implanted an unknown duration, was explanted due to a broken suture, which had resulted in dehiscence. A company representative reported that the explant had occurred approximately one to two years before the representative had first learned of the explant, so no additional details were immediately available. Additional information has been requested. There were no adverse patient effects reported.

Manufacturer narrative:
Product analysis/investigation: without the return of the product, no definitive conclusion can be made regarding the clinical observation. In addition, no serial number was provided, so a device history review could not be performed. Based on the available information, the valve was explanted due to broken suture. Broken sutures are usually related to user technique, and may have been a contributing factor to the clinical observation. Should additional information be received, a supplemental report will be filed. (B)(4).